Event description:
Terumo medical received an FDA medwatch report # mw5111035. The event description states: radial artery compression device would not hold pressure. Unsure if bladder or valve related issue. Additional information was received on 03 august 2022: the procedure performed for the patient prior to use with tr-band was a cardiac catheterization. Ml's of air was injected into the tr-band when it was applied per cvl staff indicated 12-15cc's. It was few minutes, before the tr-band was noted to not hold pressure, upon transfer to post-procedural area. Hemostasis was achieved by manual pressure. The patient condition was stable. Blood loss was less than 250cc's. A hematoma was noted on the right wrist catheter insertion site. There was no intervention other than additional observation of the site prior to discharge.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
Terumo medical received an FDA medwatch report # mw5111035. The event description states: radial artery compression device would not hold pressure. Unsure if bladder or valve related issue. Additional information was received on 03 august 2022: the procedure performed for the patient prior to use with tr-band was a cardiac catheterization. Ml's of air was injected into the tr-band when it was applied per cvl staff indicated 12-15cc's. It was few minutes, before the tr-band was noted to not hold pressure, upon transfer to post-procedural area. Hemostasis was achieved by manual pressure. The patient condition was stable. Blood loss was less than 250cc's. A hematoma was noted on the right wrist catheter insertion site. There was no intervention other than additional observation of the site prior to discharge.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned for product evaluation. The returned sample included the label, band assembly and syringe. The returned sample was subjected to visual analysis. There were no signs of damage of deformation observed. There was approximately 3ml of air in the balloon. The tr band was subjected to leak testing. Approximately 18ml of air was injected into the balloon. The balloon was then submerged in a water bath to check for the presence of air bubbles. The leakage was found on the seam on the inflation balloon. It was on the portion of the balloon that was attached to the check valve. The complaint can be confirmed for air leakage. The ops quality engineers (qe) was contacted, and non-conformance (nc) was initiated for this issue. The nc will contain the root cause analysis and corrective actions. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. An action item was initiated for the occurrence breach.